Event description:
It was reported that during acl procedure utilizing a bone mulch screw, the hex head driver would not work due to the hex missing from the head of the screw. Additional screw was opened and used to complete the procedure with no adverse effects to patient.